Event description:
It was reported that the customer experienced a blood glucose (bg) level of 507 mg/dl. Reportedly, the customer gave a manual injection to address their bg level. The customer alleged the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and boluses were calculated correctly. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.